Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock on a flight back from barcelona. The patient denies experiencing any pre-syncope or palpitation. The patient was taken to east surrey hospital to have his device checked. The patient was not happy, complaining about the care he has had and was discharging himself from the hospital. The hospital report indicated that there was an episode of oversensing noise causing the inappropriate shock. This report also showed that they suspect that there was an issue with the proximal electrode as noise was seen when manipulating the xiphoid regions. The cardiac physiologist suspects that the noise on the egm was caused by myopotentials from an external source due to the shock impedance being normal during the event and when the shock was delivered, the signal was immediately restored. The patient was not forthcoming of what he was doing exactly at the time of the inappropriate shock. The patient alluded over email that despite saying it happened on the plane, the patient said he was sitting in a comfortable chair. Boston scientific technical services provided troubleshooting steps to perform as the patient is coming in-clinic for a follow-up. No additional adverse patient effects were reported. This device and electrode remain in-service.